Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2015 with the following findings: on investigation the alleged bolus button tactile issue was not duplicated. The pump powered up with auditory and vibratory features. No tactile issues were found with the bolus buttons. Related to the reported issue, the bolus button cover was found to be torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).